Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, but is pacing in the ventricle. The patient also complained of tingling in his arms and "mini-shocks."